Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old male was presented for impella 5.5 placement for mechanical circulatory support. The complainant reported that during support, a patient developed a large hematoma at their shoulder. The patient was taken to the operating room the following day to have the impella pocket evacuated. Support continued following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.